Event description:
It was reported the pt turned his stimulation on using the magnet, and felt a surge of stimulation. The pt was lying down at the time of the incident. The sjm rep explained how to use the programmer to turn the system on, as well as how to turn down the amplitude; it was explained less amplitude may be needed in the prone position. No further intervention was reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.